Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they got no delivery alarm during manual prime on insulin pump. The customer's blood glucose was 448 mg/dl at the time of the incident. Troubleshoot was performed for no delivery alarm and the alarm did not occur no delivery. Customer declined troubleshoot for high blood glucose. The product was not returned for analysis.